Event description:
On (B)(6) 2025, a patient underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025, it was reported that after peg-j placement, patient was hospitalized for 8 days with aspiration pneumonia. Duopa was not started until on (B)(6) 2025. No further details provided.

Manufacturer narrative:
Reference number: (B)(6). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.